Manufacturer narrative:
Device stuck on motor error alarm during rewinding due to motor encoder signal out of phase. Unable to perform any test or to confirm e70 error due to motor error alarm. The motor was tested outside of the device and failed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. The customer stated that the drive support was appeared normal. The customer was reporting motor position encoder error alarm. The customer was advised to refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device stuck on motor error alarm during rewinding due to motor encoder signal out of phase. Unable to perform any test or to confirm e70 error due to motor error alarm. The motor was tested outside of the device and failed.